Manufacturer narrative:
Product complaint # : (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary - according to the information received, ¿it was reported that the instruments were noticed to be are broken upon inspection. The top ball does not go in to slide on the trial. The broach does not lock in on the handle. The device does not slide into the broach. There was a crack on the tightening wheel. Surgical delay was unknown.¿ the device associated with this report was returned to depuy synthes for evaluation. Visual examination of the device confirmed the complaint. The central thumb wheel has cracked. However, the unable to assemble allegation cannot be confirmed since the device can still be operated with the side wing knob. From previous complaint investigations it was identified that high residual stresses in the radel overmould material used in the attune intuition family of instruments resulted in crack propagation and breakage of the overmould features. Due to the material failures caused by residual stresses within the polymer, this product issue was addressed through depuy synthes quality system, and a design change was implemented by changing the material from radel to avaspire. Avaspire is a glass filled material which is less susceptible to residual stress and resists the propagation of cracks. The current device was manufacture prior to the implementation of the new design. The overall complaint was confirmed as the observed condition of the attune femoral introducer would contribute to the complained device issue. Based on the investigation findings, potential cause can be attributed to design. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot - a date code was provided, which indicates that the device was manufactured on (2/15/2011). A manufacturing records evaluation (mre) was not performed since a valid finished good lot number was not provided for this device.

Event description:
It was reported that the instruments were noticed to be are broken upon inspection. The top ball does not go in to slide on the trial. The broach does not lock in on the handle. The device does not slide into the broach. There was a crack on the tightening wheel. Surgical delay was unknown.

Manufacturer narrative:
Product complaint #: (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.